Event description:
The manufacturer received information when the device was in a state of standby alleging an alarm went off displaying a ventilator service required on the trilogy evo device. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation. During the operational check of the device, the manufacturer¿s service technician recognized that a vent inoperable alarm was sounding, not a ventilator service required alarm, on the device. The manufacturer¿s service technician observed error code machine flow drift high in the device¿s event log. The manufacturer¿s service technician replaced the flow sensor to address the issue. After the part was replaced on the device, the manufacturer¿s service technician performed the final and run-in tests, along with the battery and valve checks. The manufacturer¿s service technician determined the device was operating properly and it was cleaned.